Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. The patient's ivc filter perforated through the ivc, two struts abut the l4 vertebral body, and another strut perforates a collateral vein. Hospital and medical records have been requested, but not yet provided.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Upon further review, it was discovered that this MDR contains duplicate information as manufacturer report #3002808486-2022-00630. Manufacturer report #3002808486-2022-00630 corresponds to an unfiled claims project that was initiated on 20apr2022. As a result of separate files being created for this same event, management decision has been made to close-cancel this complaint file as a duplicate. All updates for this plaintiff regarding this complaint event will be managed under manufacturer report #3002808486-2022-00630. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.